Manufacturer narrative:
Investigation summary: bd received 2 samples and 4 photos for investigation. The photos and photos were reviewed and the customer¿s indicated failure mode for embedded fm was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded fm. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "black foreign matter was embedded onto the wall of the tube."